Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: us157858, m2a-magnum pf cup 58odx52id, 711280. The 139268, m2a-magnum 52-60 mm tpr ins std, 386570. The 103205, taperloc por fmrl 11x142, 677160. Consumer - attorney. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04365, 0001825034-2018-04367, 0001825034-2018-04368.

Event description:
It was reported that 9 days post right hip revision surgery, patient was taken to the hospital with post-op pulmonary embolism. Patient was treated and discharged the next day. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.